Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this is one of two reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Event description:
It was reported that while a patient was on impella cp support, the optical sensor failed and no aorta-placement signal or left ventricle-placement signal was generated. An echocardiogram confirmed that the impella was in a good position. Additionally, the patient's urine was dark colored and labs were hemolyzed. The impella was turned down from p-9 to p-6 with improvement in pulsatility. There were concerns of a gastrointestinal bleed because of melena stool so heparin was withheld and a protonix IV drip was started. Also the patient had arrhythmias. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Investigation summary: optical sensor issue: clinical details report intermittent peak signal-to-noise ratio (psnr) alarms on (B)(6) 2025. Motor current remained stable. Data logs were reviewed, and the psnr alarm was confirmed. The psnr alarm was active the majority of (B)(6) 2025. From case start, signal-to-noise ratio (snr) was never greater than 3000, and before being inserted in body, snr was approximately 1100. Contrast and lamp were variable, but light/gain remained stable. This indicates that there was no lack of light, but there was significant noise in the signal. The product was not returned. Since the product was not returned for investigation, the cause of the optical sensor issue could not be determined. However, upon review of data logs, it is apparent that the console could be the cause of the issue. Hemolysis: clinical details report that the patient had hemolyzed labs overnight between (B)(6) 2025 and (B)(6) 2025. The pump p-level was dropped to troubleshoot. The following morning, it was reported that the patient's labs were no longer hemolyzed and echocardiogram showed the pump to be in good position and good right ventricle function. Around 22:30 on (B)(6) 2025, the pump was repositioned slightly. Data logs were reviewed and there were no motor current spikes or improper position alarms. There was only one suction alarm during the case and it triggered early the morning of (B)(6) 2025. While running at p-9, flows rapidly trended down out of specification. The pump was dropped to p-6, and flows were initially low, but gradually improved the morning of (B)(6) 2025, getting back into specification. Since the placement signal was unreliable at this time, it could not be investigated for trends. The product was not returned for investigation. Based on data log review, there was a clear drop in pump flows that recovered during the reported time of hemolysis which could be related. However, insufficient clinical details were provided during the time of hemolysis symptoms to determine the cause for the trending flows. Major bleed: clinical details report suspicion of a gastrointestinal bleed overnight on (B)(6) 2025. Heparin was paused for a period of time. The cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Arrhythmia: it was reported that the patient experienced premature ventricular contractions beats and arrhythmias overnight on (B)(6) 2025. They resolved later that morning. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post-sterile inspection checks.